Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the surgeon able to press the green button, but cannot squeeze the handle, and the device did not fire. They then push back the black (release) button in order to remove the device from the patient and when they tried to unload the device the reload cannot be removed from the handle. They then used another device to resolve the issue in order to complete the case. There was no patient injury.